Event description:
It was reported that a patient enrolled in a clinical study underwent right total hip arthroplasty on an unknown date. Subsequently, the patient underwent an irrigation and debridement procedure of the right hip on (B)(6) 2006 due to infection. No components were removed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, date explanted - unknown, PMA/510(k) number, manufacture date ¿ unknown.